Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: comp-lead (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The device was reprogrammed but the stimulation continued so the lead was scheduled for replacement. During the procedure it was noted that the lead was dislodged. The lead was capped and replaced. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.